Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on (B)(6) 2019, the distributor representative tested both serum and urine samples on the cardinal health rapid test hcg combo. The patient had previously received two false positive results and a serum quant result of < 2.0 miu/ml on (B)(6) 2019. When the patient's serum was tested on the cardinal health rapid test hcg combo, a negative result was received. However, when the urine sample that was collected on (B)(6) 2019 was tested on the cardinal health rapid test hcg combo, a positive result was obtained. The urine sample that was collected on (B)(6) 2019 was tested on the cardinal health rapid test hcg combo, and a negative result was received. Confirmatory testing was not performed, but it was requested. Troubleshooting was conducted with the customer. The customer was advised on possible causes such as technique, storage, handling, and specimen factors per the package insert.

Manufacturer narrative:
Update to d4: UDI information added. Investigation conclusion: retain devices were tested with hcg-negative clinical urine samples. Results were read at 3 and 4 minutes, and all devices yielded the expected negative results. No false positive results were observed. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Return testing replicated the reported issue; the urine sample collected on (B)(6) 2019 tested positive on the returned device. However, urinalysis of the sample found multiple abnormalities: nitrite, a small amount of bilirubin, and a large amount of blood were present in the sample. Furthermore, quantitative hcg analysis of the sample resulted in a concentration of 240.3 miu/ml. This is above the threshold of 20 miu/ml for this device and sample type, and consistent with the positive results observed by the customer and during in-house testing. The product performed as expected.